Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was inaccurate and the pump shutdown unexpectedly. There was no reported impact to customer's blood glucose. Multiple follow up attempts were made to complete troubleshooting with customer; however, customer did not respond.